Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as ¿high¿ on customer¿s continuous glucose monitor, however, a specific bg value was not provided. The customer delivered a correction bolus to address elevated bg. Ultimately, the customer cleared the alarm and successfully resumed insulin delivery.